Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not responding to inputs and that the customer was subsequently unable to perform operational testing. There was no patient involvement.